Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported they took their programmer out to try and use it about 3 weeks ago, they changed the 9v battery, the 9v battery light comes on but when they try using it to increase or decrease, turn stim on and off, no other lights come on and it no longer beeps. Technical services support tried to review the potential their ins battery is depleted and that is why it does not show the lights. Pt said they still their interstim device still helps their symptoms and want the programmer replaced. Sent email to repair to replace the programmer. Note consulted with repairs and reviewed with pt there are no 3031a programmers, we can send a 3037 which will be compatible with their ins, if they are unable to connect and use it they should work with their doctor. No further complications were reported at this time. 2021-08-23 additional information was received from the patient on (B)(6) 2021. They reported that they thing their stimulator was not working and that they have an appointment to meet with health care professional and the mdt rep. No further complications were reported/anticipated at this time.

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue was caused by normal battery depletion. They have had their ins since (B)(6) 2005. The steps taken were they tested the battery power and found none. At this time they were not going to have it replaced since there are no issues. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.